Event description:
Per the audiologist's report, this pt was admitted into the hosp for 4 days for treatment of post-auricular cellulitis 2 months after his cochlear implant surgery. During his hosp stay, he rec'd IV antibiotics.

Manufacturer narrative:
This type of event is addressed in the device labeling.